Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
No blood glucose levels reported. It was reported that the insulin pump of the customer reset itself and has stopped working. It was reported that no alarms occurred when the insulin pump reset. It was reported that the customer tried to reprogram the insulin pump but continued to get an error. The customer was unable to troubleshoot. No additional information was provided.